Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and no excessive no delivery test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the reservoir falls out of her pump due to cracks on the side of the pump. Customer does not recall any significant events leading to the error, but indicated that it has been dropped many times. Customer's blood glucose was 379 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.